Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a device history record (mre) review, was not possible because the required lot code was not provided.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent revision acetabular surgery due to dislocation. Poly was found to have disassociated from acetabular cup resulting in wear to acetabular cup and metallosis in acetabular region. Acetabular primary cup was replaced with a pinnacle sector 56 cup and 40 x 56 neutral poly and 40mm +5 femoral head. It also indicated in der that there was loosening to a poly component with unknown interface. Doi: (B)(6) 2020. Dor: (B)(6) 2021; left hip.